Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's reservoir and infusion set had cloudy insulin, and that the customer had irritation at his insertion site. The customer's blood glucose level was between 170 and 180 mg/dl. The customer was advised to contact his health care provider. The product is not being returned. Nothing further was reported.